Event description:
Report alleges the pt has fibromyalgia triggered by ruptured implants, severe pain, she's nauseated daily, has low grade temperature on a regular basis, pain began as soft tissue then after explantation her joints and bones are also painful.